Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Updated longevity estimations were distributed in (B)(4), 2004.

Event description:
--

Event description:
Boston scientific crm received information that this patient reported that their device was emitting beep tones. The patient indicated they believed their device should have lasted longer. Technical services (ts) discussed that the device generally lasts 3-4 years so this is the normal expected longevity. No adverse patient effects were reported. Subsequently, the device was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device is undergoing analysis. Upon completion of analysis, this report will be updated.